Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was delivering boluses with the pump when they should not have been. The customer's bg level subsequently decreased to around 40 mg/dl. The customer then declined assistance from tandem technical support regarding the issue. No additional patient or event information was available. Recommendation was made to consult with healthcare provider regarding diabetes management.